Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a guide wire detachment occurred. Vascular access was obtained via the right femoral artery. The target lesion was located in the circumflex artery. The kinetix guide wire and a non bsc aspiration catheter were advanced. It was noted that the guide wire was used with a metal introducer. Aspiration was performed and while removing the devices, the physician noted the radiopaque tip of the kinetix remained in the obtuse marginal (om) branch, in a loop formation. A non bsc snare was utilized in an unsuccessful attempt to remove the tip. Additionally, further attempts were made with different wires, guide catheters and balloons. As the wire tip could not be removed, a 2.5x20mm promus element plus was implanted over the kinetix wire tip in the om. There were no additional patient complications reported and the patient's status is stable.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: examination of the returned product revealed the core wire and high torque sleeve (hts) were fractured. The distal tip, including the coil wire/core wire/ribbon (ccr joint) was not returned for analysis. The remaining hts measured 6.5" long from the fracture to the adhesive ramp. Magnified inspection of the fractured end of the hts presented evidence of a ductile overload fracture. The core wire fracture surface was bent, indicating that the fracture may be attributable to ductile bend overload. Magnified inspection of the fractured ends of the core wire and hts indicated there was no evidence of any material or manufacturing deficiencies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).